Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not working and the patient was experiencing shortness of breath and bradycardia. The rv lead is scheduled to be fixed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the device clinic that there was no malfunction observed on the right atrial (ra) lead or right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that premature beats may have been the cause of symptoms experienced by the patient. It was also noted that he ra lead was not working.